Event description:
Complainant alleged that while attmpting to defibrillate a twelve-month old pt the internal handles did not discharge. The clinicain obtained another set of handles and was able to successfully defibrillate the pt. Biomed was unable to duplicate the reported malfunction. There was no adverse effect on the pt as a result of the reported malfunction.